Event description:
It was reported that the patient presented remotely via merlin.net. Interrogation showed the right ventricular (rv) lead was failing to capture and sensing noise. The lead was capped and replaced on (B)(6) 2022. The patient was stable throughout.